Event description:
It was reported to boston scientific corporation that an advantage fit was implanted on (B)(6) 2017. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; perin pain; anal pain; rect pain; thi pain; oth pain (internal and stomach pains); pain inter; inab inter; off vag dis; incont not pres; rec incont; aggrav incont; damage. Surgical interventions: on an unspecified date the patient underwent further surgery regarding the advantage fit implant under general anesthesia for the following purpose: to cut part of tape causing urine incontinence. Nonsurgical treatments: on (B)(6) 2017 the patient commenced pain medication: nurefen, panadol, antibiotics, ural, etc. See medical history for the treatment of: to alleviate internal pains and ongoing infections. The patient was treated with incontinence medication. On (B)(6) 2017 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: alleviate bladder pains and incontinence. On (B)(6) 2017 the patient commenced topical treatment (including oestrogen cream): various creams including canesten for the treatment of: treat infections.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.